Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as the insulin pump was not working. The customer¿s blood glucose level was 430 mg/dl. Customer was treated for high blood glucose with the 8 units of insulin. Troubleshooting was done for the high blood glucose. Customer stated that the insulin exited. The device will not be returned for analysis.